Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that the drawer 4.2 retractable band had looked really beat up from bad rails. A field service engineer replaced the 4.2 main half-height drawer¿s retractable band and inspected the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a bad retractor band. The customer stated that they were able to get medications from another station and there was a slight delay in patient workflow. There were no adverse events or injuries reported based on this event.